Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was complications of uncontrolled diabetes. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller did not know how long the customer had been disconnected from the insulin pump. The caller stated that the customer wore the insulin pump at all times; however, he was found without the insulin pump. The called was unsure whether the customer used sensors or not. The caller stated that they have not gone through the customer's belongings yet, but, if they find the insulin pump they will call back. Since the caller did not have the insulin pump at the time of the phone call. The device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.